Event description:
It was reported that the device was used during a hepatectomy procedure. It was reported by the affiliate that the firing knob would not move. There was no pt consequence. Add'l info received on 11/4/97. It was stated by the affiliate that the surgeon could not fire the device. Add'l info received on 11/5/97. It was stated by the affiliate that the firing trigger would not move.